Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor was used for treatment but was not returned for evaluation. Due to unavailability, conclusions, investigation and evaluation were limited. The information provided states: ¿during lateral row of a cuff repair surgery, anchor fell off from the driver in the joint space during taping¿. Factors that may affect device performance include: device ability, improper use of device. Instructions for use incudes precautionary statements, instructions and/or recommendations for proper use of product. Per instructions for use: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿

Event description:
It was reported that during surgery, anchor fell off from the driver in the joint space during taping. It is unknown whether there was a back up available or delay in the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.